Manufacturer narrative:
The subject device has been returned to olympus for evaluation. It was noted that a third-party repair was performed on the bending section cover. During evaluation it was observed, the forceps elevator had foreign material. It was noted, it was not possible to identify when the foreign material has been attached to the forceps elevator and that there is a possibility that the subject device was used on the patient with the foreign material attached. It was also observed, the inside of the light guide was dirty. In addition, the adhesive around the light guide was noted to be chipped. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the duodenovideoscope had unclear image. Upon inspection and testing of the returned device, it was noted, the forceps elevator had foreign material, the inside of the light guide lens was noted to be ¿dirty¿ and the adhesive around the light guide lens was chipped. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material around the forceps elevator was not completely removed due to inappropriate reprocessing. Also, multiple points of the subject device such as angulation control knob/ suction cylinder were dirty due to traces of inappropriate reprocessing. It is also likely the light guide (lg) lens was dirty from chipped adhesive due to physical stress. Additionally, the lg-lens glue chipped due to physical stress. The event can be detected/prevented by following the instructions for use (IFU) which state: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects, or other irregularities. Brushing around the forceps elevator and instrument channel outlet if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. This instrument is not durable or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. The storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred on june 24, 2022, the intended procedure was completed with a similar device with no impact on patient. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).